Event description:
It was reported that the pt experienced jolting, shocking and extreme power fluctuations. An impedance check was performed and showed out of range values. It was reported that the left lead had fractured. It was reported that the pt had not fallen. The leads were replaced on (B)(6) 2011. The extension was also explanted. It was reported that the extension may have been damaged intraoperatively.

Manufacturer narrative:
Analysis of the lead lot v618844009 found broken conductor wires at the anchor site. The lead was returned in two segments. The proximal segment was ok and setscrew marks were observed in the correct location. In the distal segment conductor wires #1, #2, #3, #4, #6 and #7 were broken 22.3cm from the distal end. There were suspected body fluids observed in the lead, and the body insulation was cut through. The lead stylet coil was ok. The distal segment was ok, and there were no shorts between circuits. Continuity was acceptable in the proximal segment. Circuits #1, #3, #4, #6 and #7 were open in the distal segment. Analysis of the lead lot v618844010 found no significant anomalies. The body was cut through and the product segmented. The proximal segment was ok and setscrew marks were observed in the correct location. There were suspected body fluids observed in the lead, and the body insulation was cut through. The lead stylet coil was ok. The distal segment was ok. There were no shorts between circuits and continuity was acceptable on both segments. Analysis of extension serial (B)(4) found no anomaly. The proximal segment was ok, though there were multiple sets of setscrew marks, two too proximal on the #1 connector and one set of marks in the correct location. The conductor wires, crimp sleeve, and outer insulation were ok. The distal end was ok, continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.